Event description:
It was reported that following a breast biopsy procedure, a non-sterile tissue marker was placed within the pt. The pt has been scheduled for a procedure to have the marker removed. The pt has been reported as doing fine with no signs or symptoms of infection.

Manufacturer narrative:
The lot number for the device was provided. A review of the device history records was performed and it was confirmed that the lot met all release criteria. The device was not returned to the MFR for eval. The MFR has issued a recall notification to the identified customer who have received the affected products. On (B)(4) 2013, the MFR notified (B)(6) of the pending voluntary recall and gained concurrence of the customer notification letter prior to its distribution. On (B)(4) 2013 the voluntary recall was initiated. Assessment of procedures and actions identified that personnel deviated from the procedure. The product was not returned to incoming quality control area following a visual inspection.